Manufacturer narrative:
The complaint was confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the reported oversizing specifically for the talar component can be confirmed with the provided CT scan. Also, the reported cysts. Some loosening cannot be excluded, but overall, the failure seems to be a consequence of the selected size. That would be considered as a treatment related problem and the underlying cause for the selection of this size should be further investigated. The statement of the hcp is pretty clear regarding the clinical problems and the consequences. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a treatment related problem, because of choosing wrong size of implant by implantation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The surgeon plans to revise both the tibial and talar implants and switch to the inbone system. They believe the talar implant is too large, which is likely causing medial tibial cysts and impingement. Although cysts can occur, the surgeon does not think this revision is expected and believes the issue is mainly due to implant oversizing rather than an implant defect.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The surgeon plans to revise both the tibial and talar implants and switch to the inbone system. They believe the talar implant is too large, which is likely causing medial tibial cysts and impingement. Although cysts can occur, the surgeon does not think this revision is expected and believes the issue is mainly due to implant oversizing rather than an implant defect.